Manufacturer narrative:
Additional, changed, and/or corrected data: b.3.

Event description:
Healthcare professional reported a recurrent seroma. A rupture and double capsule was found during explant surgery. Affected side is left. The device has been explanted.

Manufacturer narrative:
Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of seroma (late) is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: seroma-late. Device evaluation: a visual and microscopic analysis was performed which identified; sharp opening on posterior. And a dimension measurement in the shell was performed which identify the thickness within specification. Based on the device analysis the final assessment is: a sharp opening on posterior assessed as an unidentified (tear) opening.

Event description:
Healthcare professional reported a recurrent seroma. A rupture and double capsule was found during explant surgery. Affected side is left. The device has been explanted.